Event description:
It was reported that the customer had a prime rewin anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that insulin is "squirting out during the prime process. The customer was advised to disconnect from the insulin pump. The customer was unable to do troubleshooting because she is driving, the customer will call back to finish troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.